Event description:
On 05dec2024, a johnson and johnson sales representative sent an email stating an eye care professional (ecp) in singapore reported a patient (pt) "had eye infection from wearing" acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cls). Photos attached to the email included a screenshot of a conversation with the pt who stated, "I started using two pairs and just got a cornea ulcer, which is pretty bad." The pt also reported, "the lens also feel a lot softer and get dry easily." On 06dec2024, a representative from the ecp's office provided additional information. The event occurred in singapore on 05dec2024. The pt is an experienced cl wearer. The pt visited a doctor on (B)(6) 2024 and was diagnosed with a corneal ulcer in the right eye (od). The pt was prescribed gut cravit 1.5% eye drops, gut vigamox eye drops, and occ ciloxan eye drops (frequency and duration not provided). The ecp agreed to provide a copy of the medical report upon receiving permission by the pt. On 08dec2024 a call was placed to the ecp's office and additional information was provided. The ecp has not heard back from the pt and is unsure if the pt provided consent to share the medical report. The ecp reported the frequency is 1 drop for each eye drop and 4 lenses were affected. The pt has not returned any suspect lenses. The ecp will call if any additional information is provided. On 15dec2024, the ecp reported no additional information has been received from the pt. On 25dec2024, the ecp reported that the pt is "currently abroad" and no additional medical information has been received. The suspect lenses have not been returned. The ecp will attempt to contact the pt again on the 2nd week of (B)(6) 2025. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5652460113 was produced under normal conditions. The od suspect cls were requested for return and evaluation but have not yet been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.